Manufacturer narrative:
A review of the device history record for ths device does not reveal any discrepancies relevant to the reported event.

Event description:
During a peripheral vascular intervention cross over, the tip of the nitrex was lost in the pt, but they were able to remove it with a snare. No injury to pt reported.